Manufacturer narrative:
(B)(4). Device evaluation: the reported product was returned to the manufacturing site for investigation. Both retained and returned products were tested using chemistry testing methods, all results were within specifications. Therefore, the customer's reported issue was not confirmed by the testing results. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, and all testing items were completed and met specifications. There were no non-conformances related to this complaint. In conclusion, the reported lot was deemed acceptable for release. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that she had irritation when wearing her contact lens after she used consept one step. She reported it to a wholesale customer. The patient removed the lens immediately and went to the hospital. The doctor prescribed two medications; however, the name and type of medications were not provided. The patient reported she used the product correctly as directed and has used the product previously. The reported irritation had resolved. Neutralizing tablets are used in conjunction with the solution; therefore, an MDR will also be provided for the tablets. This report represents the solution.